Manufacturer narrative:
It was reported that an unknown number of patients undergoing cataract extraction had blue fibers/particulates falling in their eyes which were retrieved using instruments by the surgeon. Reportedly, the particulates were microscopic and were not visible during initial product inspection prior to use. The reporting facility believed the blue fibers/particulates were possibly from the table cover and transferred into the patients' eyes through the instruments that were used for the procedure. It was reported that the patients were treated with steroids for corneal edema and inflammation but it wasn't sure if this was due to the blue fibers/particulates. Monitored anesthesia care was used and there was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. No sample was available to be returned for evaluation. The complaint cannot be confirmed. A root cause cannot be identified at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. No additional information was provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown number of patients undergoing cataract extraction had blue fibers/particulates falling in their eyes.